Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) had concerns for inappropriate anti-tachycardia pacing (atp) therapy by this right ventricular (rv) lead. Technical services (ts) reviewed the device data and observed a few stored episodes with what appeared as non-physiologic noise and oversensing. No adverse patient effects were reported. This rv lead remains in service.